Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of unintended rf energy output. Based on the condition of the returned unit, it is likely that the reported event was caused by a misaligned fuse switch. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: total laparoscopic hysterectomy. Event description: the activation button did not respond correct. Activations when not pressed and sometimes no activations when pressed. Patient status: no clinical impact to the patient. Intervention: device replacement.

Event description:
Procedure performed: total laparoscopic hysterectomy. Event description: the activation button did not respond correct. Activations when not pressed and sometimes no activations when pressed. Patient status: no clinical impact to the patient. Intervention: device replacement.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.